Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. High purge pressure: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of renal insufficiency. A call was received from the local team requesting that the md be contacted regarding a ¿pp high¿ alarm. The md reported a persistent high purge pressure alarm with no kinking identified on inspection. The purge solution had already been changed from bicarbonate to heparin. At the time of the call, the alarm was not active; however, purge pressure remained around 1000 mmhg with a purge flow of 2.2 ml/h. Recommendations and best practices were shared. The possibility of tpa lysis was discussed and requested by the physician, and the tpa lysis protocol was sent. Guidance was also provided on how to change the purge bag from 500 ml d5 to 50 ml sterile water with tpa. The purge fluid change was performed, and best practices were reinforced. After lysis, the plan was to transition back to standard bicarbonate purge. The patient remains on support. The reported events are purge pressure high, medication required, and hemodynamic instability. The device will be conservatively reported for serious injury due to medication (tpa) being required to address the event; however, there was no consequence to the patient, and support was continued without any known adverse events..